Event description:
It was reported intermittent occlusion alarms occurred back to back without the customer being able to resolve despite changing supplies. The customer's blood glucose (bg) level was elevated for at least 2 events with the pump displaying the bg as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer continued to use the pump for insulin therapy with a backup plan if necessary.